Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-06, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. It was reported they did not know what the cause of the motor stall could be. There were no further motor stalls. There were no symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The event was resolved without sequelae on (B)(6) 2017.

Event description:
On 2017-june-29, information was received from a foreign patient via a healthcare professional (hcp) and product surveillance registry (psr) regarding a patient receiving compounded baclofen (2,000 mcg/ml at a dose of 271.7 mcg/day) via an implantable pump programmed to flex mode for an unknown indication. On (B)(6) 2017, the patient heard the alarm signal 3 times. The patient called the hospital and later went into the out clinic. A rep was present and interrogated the pump. Logs showed a motor stall occurred on (B)(6) 2017 at 07:07 and a motor stall recovery occurred on (B)(6) 2017 at -7:52. There was no reported patient impact. The event resulted in an unscheduled clinic/office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.